Manufacturer narrative:
It was discovered on february 26, 2019 that the initial emdr for this incident was submitted with the incorrect manufacturing site. A new emdr (manufacturer report number 3005094123-2019-00084) was submitted with the correct manufacturing site. All further investigation has been documented in that emdr.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect total b-hcg result of 151 miu/ml was generated for a patient on (B)(6) 2018. The patient went to a different laboratory on (B)(6) 2018 and bhcg testing there was negative using the beckman coulter method. The patient was tested again on (B)(6) 2018 using the architect total b-hcg assay and the result was still positive at 88.8 miu/ml. The same sample was tested using the istat bhcg method and the result was negative. The patient received biotin via IV on (B)(6) 2018 and the customer questioned whether this may have caused the false positive architect results. No adverse impact to patient management was reported.